Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3550-29, lot # n393301, implanted: (B)(6) 2014, product type accessory; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) position was being revised today as the ins was protruding from the skin. The manufacturing representative (rep) was unsure when this issue started exactly, but the issue was noted at a post-op follow-up that occurred yesterday. It was noted that the patient just had the stimulator implanted, but she had had this done 3 times so far, and this was her third surgery having it done. The patient did not have a new ins as it was the same ins that was implanted on (B)(6) 2014. The ins was moved from her right side to her left side. The ins had slipped sideways and they had to go back in and take that ins ¿to anchor it down¿ on the left side. It was later reported that the revision was performed and the patient was receiving therapy.